Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in new zealand. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized due to an occlusion event on (B)(6) 2026. The blockage occurred in the tubing and cannula, which led to hyperglycemia with positive ketones. The patient was treated with multiple daily injections (mdi), along with intravenous (IV) saline and insulin. The patient was discharged from the hospital on (B)(6) 2026. The issue was resolved by changing the infusion set and resuming insulin delivery. No further information available.